Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the following reasons: 1. Corrections to initial report are: a) MFR site: manufacturer contact information updated for name and email of current contact person. B) report source: manufacturing site - address corrected for street address. C) date rec¿d by MFR: reporting source - added "healthcare professional" in addition to distributor. 2. Additional information not available/included in initial report - findings from the manufacturer's product investigation completed on 03-nov-2017, as noted below: as the product was not returned back from the customer, visual inspection could not be performed and further information could not be provided about the lens and the entire injector. No abnormalities were found in production and inspection records of the product. Possible causes: exact root cause is not determined. From our investigation, we believe this issue is not product related. Related fields were also updated accordingly, as noted below: added check to indicate this report is follow-up #1. If follow-up, what type: added checks to indicates the report contains: correction(s) and additional information. Device evaluated by MFR: added check to "not returned to manufacturer". Added event conclusion code: 92 device not returned. 3. Additional information not available/included in initial report - risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation. This event can now be considered closed.

Manufacturer narrative:
Regarding this report, hoya device has not yet been returned for evaluation. Internal reference: (B)(4).

Event description:
It was reported that a lens has been explanted. Additional information has been requested but has not yet been received.